Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective, the gear housing was corroded and the magnetic support for the trigger was damaged on the battery handpiece device. It was further determined that the reverse position no longer worked, the gear housing was corroded on the inside and the yellow marking ring on the nose of the handpiece was damaged. It was further determined that the device failed pretest for check function of all modes, check proper function of the triggers, marking and labeling and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.